Event description:
A (B)(6) distributor reported that a patient's battery charger was not charging the batteries.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger not charging) was confirmed. Upon investigation, the charger was not charging due to the l4 being knocked off of the bedside board. The root cause of the damaged l4 was unable to be positively identified. No adverse event resulted from the damaged charger.